Manufacturer narrative:
The investigation into vascular damage - peripheral vessel has been completed since the original report was filed. The device was not returned for investigation. The root cause of the vascular damage issue was not determined since the clinical information provided was inconclusive of the root cause.

Event description:
The user facility reported a 72-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the introducer perforated the femoral artery during impella cp implant. An unspecified number of blood products were transfused as a result of the condition and a 14 fr cook sheath was inserted to occlude the perforation. An external fem-fem bypass was also placed and the pump was removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿